Manufacturer narrative:
Reported event of fiber tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 1000 laser fiber was intended to be used during a procedure performed on (B)(6) 2015. According to the complainant, during unpacking, the physician noted that the tip of the laser fiber broke off. The device was not used on a patient.